Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: patient interface. Product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A healthcare professional (hcp) reported that the mainframe and patient interface were defective. There was no patient impact.

Manufacturer narrative:
H3: analysis of the mainframe found that the software version 3.1.0.5 is up to date. After 0.5 hours in the burn-in chamber the device had a malfunction. The screen turned blue with a not readable text. During a new start-up, the screen turned completely white and stayed that way. The cpu board has been replaced. The device was tested and passed all manufacturing specifications. Analysis of the patient interface found that thered receptacle of stim one cannot be connected because an o-ring was pushed in and blocks the way. The o-ring has been removed and a new one was mounted. The device was tested and passed all manufacturing specifications. H6: fdm 4118, fdr 3233 and fdc 11 are no longer applicable. Fdr 120 applies to the mainframe and fdr 180 applies to the patient interface. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.